Manufacturer narrative:
B5-additional information: significant reduction of ica, corneal decompensation, corneal edema also reported. The cause is reported as retained viscoelastic behind the icl and "icl still a bit oversized." Reportedly the patient is recovered, vision is good. H6-clinical code 4581 (significant reduction of ica). Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -15.0/+2.0/092 (sphere/cylinder/axis) into the patient's right (od) eye. The surgeon reports iop controlled with alphagam, high vault, shallow ac, "crappy" vision at 20/200 and pupil is dilated.